Event description:
It was reported that, during ureteroscopy (urs) procedure, the fiber broke at the body of the fiber. It was noted that no fiber fragments fell inside the patient. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that during a ureteroscopy (urs) procedure, the fiber broke. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during ureteroscopy (urs) procedure, the fiber broke at the body of the fiber. It was noted that no fiber fragments fell inside the patient. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.